Event description:
It was reported that the patient was ¿having so many problems, I¿d really like to have it taken out.¿ it was noted that the patient¿s rectum felt ¿like I just had hemorrhoid surgery.¿ a couple of times, two or three weeks ago, the patient was standing for long periods of time and noticed feeling an ¿electric¿ feeling going down her left buttock to the back of her knee. It was indicated that the patient was not sure if this was due to the device or not because she had a lot of back problems prior to having the device implanted. The patient had a loss of bowel control and was experiencing both constipation and incontinence. She experienced three days with no bowel movement and then ¿it just came out of me like liquid¿ and could not make it to the bathroom. It was indicated that the patient thought the first week or two, it was doing well, but then about three or four weeks the therapy started to ¿go downhill¿ and her symptoms were currently as bad as before implant and noted a decrease in benefit during the nighttime. The patient had not made any changes to stimulation since implant. It was verified that stimulation was on, set to program 2 at 5.3 v. It was indicated that the patient felt stimulation, but not all the time. The patient was going to contact her physician to set up an appointment. It was also reported that the patient had diabetes, chronic kidney failure, was in the 3rd stage of chronic kidney disease tumor on the outside, top of her kidney, two major surgeries, hemorrhoid operations, is allergic to multiple medications, and had multiple mris prior to the device being implanted. It was reported that the patient felt pressure in their rectum. The patient felt like they were getting electrocuted from their rear end cheek down to the knee in the back of their left leg. It was reported that it was pretty painful when the patient was constipated. Additional information received two and a half weeks later reported that the patient¿s program was changed and it was working well.

Manufacturer narrative:
Product ID; 3037, serial# (B)(4), product type: programmer. Patient product ID: 3093-33, lot# va03lks, implanted: (B)(6) 2013, product type: lead. (B)(4).